Manufacturer narrative:
This device is available for analysis but neither the engineering report nor the device history record (DHR) review are yet available.  However, they will be submitted within 30 days upon receipt.

Event description:
As reported, when the customer deployed a smart flex it was noted to have a ¿severe shortening¿ and did not cover the lesion. There was no reported patient injury.

Manufacturer narrative:
When the customer deployed, a smart flex it was noted to have a ¿severe shortening¿ and did not cover the lesion. The product was returned for analysis. One non-sterile smart flex 8mm x 40cm vas 120cm catheter was returned. No original packaging was returned. Per visual analysis, the unit was noted to have been deployed with no stent returned. No anomalies were noted. A device history record (DHR) review of lot 33940 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-incorrect length - in patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined as the stent remained implanted in the patient and was not returned for analysis. Based on the very limited information available for review, vessel characteristics or procedural factors may have contributed to the event but that cannot be confirmed. According to the instructions for use ¿diagnostic angiography should be performed to map out the extent of the lesion and the collateral flow and measure the length of the target lesion and diameters of the reference vessel (proximal and distal to the lesion). Stent deployment must be performed under fluoroscopic guidance. B. Grip the outer sheath and handle with one hand and the pusher tube with the other. C. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. D. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. E. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded.¿ neither the device history record (DHR) review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.